Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the patient's blood glucose was 110 mg/dl in the morning on (B)(6) 2014, and she ate a piece of cake at lunch without giving an insulin correction. Her blood glucose was 400 mg/dl in the evening, and she changed the infusion set, ate "4 carbs," and delivered a 17.5 i.u. Bolus via the infusion device. Her blood glucose was "hi" at 10:00 p.m. She went to the hospital, and she was diagnosed with ketoacidosis and treated with an insulin IV. The infusion device will be returned and evaluated for inaccurate delivery. No additional information is available.